Event description:
The facility reported a colleague infusion pump with a "failure". This condition had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient involvement, injury or medical intervention. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Additional information: the reported condition of a colleague pump with a malfunction of a "failure" was not confirmed nor reproduced since the pump was not sent in. Therefore, no cause could be identified and no repair could be performed. A device history record review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the complaint lot or serial number. A service history review revealed no previous service events were related to the reported condition.